Event description:
This is a final report. The lab evaluation was completed on 01-oct-2020 and the investigation was then completed on 09-oct-2020. Results and conclusions are outlined in section h of this report.

Manufacturer narrative:
K142688 - 510 k #. Device evaluation 1 unit of lot c1563388 of echo-hd-19-c was returned opened in its original packaging. Lab evaluation. The device involved in the complaint was evaluated in the laboratory on 01 oct 2020. Device returned with the distal part of the needle not retracted into the sheath. The needle handle was advanced and retracted but the needle did not move. A proximal needle break below the sheath extender was observed. Document review including IFU review. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-c of lot number c1563388 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1563388. The notes section of the instructions for use, ifu0077-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device potentially being used in a tortuous position during the procedure as indicated in the additional information or excessive force which can be applied when trying to get the needle out of the scope during advancement potentially causing the needle to break and unable to retract into the sheath. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510k: k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dr. (B)(6) punctured for pancreas body from stomach using the procore 19g needle. But after the first puncher, the needle was not withdrew. I think the middle part of the needle is broken. Dr. (B)(6) used procore 22g to finish the procedure. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Was a kink or bend identified on the device? No where is this located on the device (handle end (proximal end) or patient end (distal end) or multiple kinks along the length device? No. Was the kink or bend identified on the device within the packaging, prior to use or post use? No. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas body. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. About 2cm. If not with the device in question, how was the procedure performed and/or finished? Dr. (B)(6) used procore 22g to finish the procedure. Was the device used in a tortuous position? A little. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus gf-uct260. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? On needle retraction. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract before removing the needle from the patient? No. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? 0. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before return to the manufacturer? No was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? No. Is the patient known to be covid-19 positive? No.